Event description:
It was reported that a ce infusor, large volume 1.5, had flow stop during infusion. The device was filled with 255 ml, of the unknown drug. A patient was involved, however there was no adverse event reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was visually inspected; no malfunctions were identified. Then the luer cap was removed from the distal luer. Flow was observed without interruption. The device performed as designed; no root cause could be identified.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.